Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt connector of the cycler set. Pt was in fill 1 of treatment. After a visual check on the connections, he noticed that there was fluid coming out of the 2nd pt connection. Pt has had no ill effects. Sample is not available.